Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "my implants have suffered a breakage, and have been found to be defective". This relates to the right device. Device remains implanted.